Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz0461 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the infusion and aspiration could not be performed when the operator checked the flush and the blood return to confirm the catheter patency just after the catheter was placed. S/he removed the catheter and completed the placement procedure with another catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to infuse or aspirate through the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. Infusate residue was observed within the catheter lumen. Microscopic inspection of the sample did not reveal any evidence of device occlusion. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be patent to infusion and aspiration with no observed leaks. The effort required to infuse and aspirate through the catheter was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that the infusion and aspiration could not be performed when the operator checked the flush and the blood return to confirm the catheter patency just after the catheter was placed. S/he removed the catheter and completed the placement procedure with another catheter. There was no reported patient injury.